Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that he replaced the fiber optic assembly, performed electrical safety, and functionality checks to factory specifications. The stm then returned the iabp to the customer and cleared it for clinical use. This iabp is a loaner unit owned by getinge.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) low level blood pressure loop back (the top trace) was flat lined. The circumstances of the event are unknown. However, there was no patient involvement or adverse event reported.